Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm on an unknown date. It was reported the patient presented emergently with abdominal pain. Imaging revealed the talent graft had migrated and there was a type ia endoleak. The physician elected to explant the graft and completed an open bypass by sewing in a non mdt graft. Per the physician the cause of the endoleak was due to the migration and the migration was likely due to the neck diameter growing. No additional clinical sequelae were reported and the patient is fine.